Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer stated something is wrong with her pump. Customer stated her blood glucose was very high unsure. Customer¿s current blood glucose was 400 mg/dl. Customer reports the following symptoms related to their high blood glucose was just tired and sleepy. Customer treated for high blood glucose with bolus. The drive support cap appears normal. Run manual prime and fill tubing with current set insulin exited at the qr. Customer is able to remove and change set at this time. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.